Event description:
Device malfunction: none. Symptoms/ae: embolic stroke. Time of ae: one day after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the pt was diagnosed as having a stroke. Signs and symptoms included confusion and limb ataxia. The stroke was treated with heparin. The pt had been on long term coumadin therapy due to a history of atrial fibrillation, but stopped the therapy for the carotid stenting procedure. An MRI was done showing small emboli in the distal peripheral right distribution of the parietal lobe. Three days post procedure, with improved status, the pt was discharged to home with instructions to continue coumadin. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Embolic stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.